Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds, high and increasing impedence, and noise. The lead has been capped and replaced. No patient complications have been reported as a result of this event.